Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing and pacing inhibition. This resulted in increased follow-up by the clinic. Additional information received indicates that the tachycardia therapy was turned off a few years prior due to the patient being in a pilot's licensing dispute with the federal aviation association. The physician believes the cause of the noise is an insulation breach or incomplete fracture. The patient is not dependent on the device's pacing support, however the patient benefits from the cardiac resynchronization therapy (crt). The clinic plans to continue to monitor this patient. This rv lead remains in service. No adverse patient effects were reported.